Event description:
It was reported that the pt received a durom hip generic on an unknown date. The pt is currently being monitored due to an atypical lymphoma of his prosthetic downstream from his metal on metal hip. It was noted that the pt had an cobalt level range of 10 before he experienced an atypical lymphoma. The date of surgery is unknown and the status of whether of not a revision surgery has taken place or is in discussion is unknown. It was noted that pt is presently undergoing bone marrow transplantation in (B)(6).

Manufacturer narrative:
The manufacturer did not receive device for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since the implant date is unknown, the complaint will be treated as a case related to the issue for which zimmer implemented a correction is july 2008. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).